Event description:
It was reported that during a procedure in the distal circumflex artery (cx), "the shaft of cutting balloon inserted was broken down at the entrance of guiding catheter." This event happened outside of the patient, and no patient complications were reported. Patient status was reported as 'good.' Additional information has been requested.